Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had to have her ins revised as it was not staying in her buttocks. Patient reported getting it moved to their abdomen. Patient stated dates were unknown when all this occurred; possibly 2013/2014. No further complications were reported/anticipated.